Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during evaluation it was found that the arctic sun device was unable to measure flow. Internal pressure was verified reading -7psi-(-10.2psi), but a flow of 0 persisted. The flow meter was reset, but the problem persisted. A flow reading of 10 ml/m was obtained momentarily, then the reading went back down to 0.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flowmeter. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during evaluation it was found that the arctic sun device was unable to measure flow. Internal pressure was verified reading -7psi- (-10.2psi), but a flow of 0 persisted. The flow meter was reset, but the problem persisted. A flow reading of 10 ml/m was obtained momentarily, then the reading went back down to 0. Per sample evaluation results on 27aug2024, it was reported that the circulation pump motor had work out bearings.